Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a planned procedure to explant this device, the set screws were reported to be stuck. An hour further into the procedure it was reported that two leads were stuck in the header. No adverse patient effects were reported. It is unknown if this device was successfully explanted as intended.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was previously reported that the setscrews were stuck and that two leads were stuck in the header. Upon further review it was found that the leads were not stuck in the device and this was a setscrew only issue. During a device replacement procedure for normal battery depletion, the physician experienced difficulty loosening the setscrews on the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was contacted and discussed different techniques to loosen the setscrews. The field representative reported that they took a different setscrew and placed it in each location. They then rotated it in a different direction which successfully loosened the setscrews. The right atrial (ra) and right ventricular (rv) lead were removed from the ICD and re-inserted into the replacement device. No adverse patient effects were reported.